Event description:
It was reported that the device was used during an unknown procedure. The device had malformed clips. The case was completed with a similar device. There was no consequence to the patient.